Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason for the repositioning surgery was because the pump was moving in the pocket. The resolution of the hematoma was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's hematoma did no result in a missed refill and the pump was able to be refilled on a later date. It was unknown if a low or empty reservoir alarm occurred.

Event description:
It was reported the patient had a surgery to reposition the pump. After the procedure, the patient had a large hematoma over the pump that resulted in the pump not being filled. There were no symptoms of overdose nor withdrawal. It was unknown if an abdominal binder was placed over the pump area. The pump was used to deliver baclofen. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.